Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strip had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 179 mg/dl. The customer's expected fasting blood glucose test result range is 90-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores product in the kitchen. Customer educated the product proper storage conditions. The test strip lot manufacturer's expiration date is 9/16/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strip had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 179 mg/dl. The customer's expected fasting blood glucose test result range is 90-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores product in the kitchen. Customer educated the product proper storage conditions. The test strip lot manufacturer's expiration date is 9/16/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).